Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "underfilling tubes lack of vacuum. Citrate tubes are currently in date, lack vacuum, are under filling and being rejected by the lab".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "underfilling tubes lack of vacuum. Citrate tubes are currently in date, lack vacuum, are under filling and being rejected by the lab".